Event description:
It was reported that at the time of guiding removal, left ventricular (lv) lead dislodgement occurred. Both cannulation and re-cannulation were difficult. Since operation was prolonged, lv replacement was performed at a later date. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.